Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports that 2 point bubble areas were noticed on catheter at insertion site. The line was aspirated and flushed and working well with a pump speed of 300. The line length was unchanged at 13.5 cm. The catheter was inserted on (b)(46) 2012. There was no medical intervention required. Pt current status reported as same. The device is currently in place. The nephrologist does not want to change the catheter at this time. They are checking it and are utilizing bactroban cream.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.